Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) explanted and a new aus implanted due to the device not working properly resulting in recurring incontinence. No patient complications were reported.